Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
About 10 days ago the user noticed that he could not hear with his cochlea implant.

Manufacturer narrative:
Conclusion: device investigations revealed micro-leaks at the housing braze joint. This finding leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the recipient's report seem to match this finding. This is a final report.

Event description:
The user had no longer access to sound with the device since (B)(6)2017. The user was re-implanted on (B)(6)2017.